Manufacturer narrative:
Corrections made to section a, b1, b2, b5, h6.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have lung issues. The patient did receive medical intervention in the form of prescription for steroids. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.